Event description:
Port determined on 3/5/97 to have fragmented, catheter portion sheared, and in heart. On 3/6/97 the distal catheter fragment was retrieved via seldinger technique with a 25 mm microview snare. Port body explanted on 3/10/97.